Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. The literature for this device contains information about the possibility of heterotopic ossification.

Event description:
It was reported that the patient was found to have heterotopic ossification postoperatively. There were no additional patient impacts reported and there are no plans to revise at this time.